Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported (on behalf of the customer) that the evis exera iii xenon light source device malfunctioned. There was liquid inside the airline tubing and pump. Upon investigation it was found that the customer's site was using a third-party device (medivator endogator hybrid irrigation tubing). The issue was found during maintenance. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Further investigation finding was as follows: it was found that the client site used a third-party device (medivator endogator hybrid irrigation tube, refer to number 100605). It was not identified whether the said product was compatible with olympus clv-190 and the 190 scope. According to the supplier package and website, the materials are interchangeable. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.